Event description:
It was reported that patient had washout on left knee due to suspected infection. Surgeon found no infection. Then, surgeon did a liner exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tibial insert size 3. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.